Event description:
Site called berlin heart clinical affairs to report persistent incomplete ejection of the rvad on the pt supported in bvad configuration. Site reported that the pump had not completely ejected for at least 7 days. The pump had ejected completely prior to this time, and there were no obvious changes to the pt that might inhibit pump ejection. The site was instructed to adjust the parameters of the driving unit ikus. Adjustment of the parameters did not improve the lvad ejection. A video clip sent to berlin heart clinical affairs by the site confirmed the clinics' observation and after consultation with the surgeon, clinical affairs recommended changing the pump. The site did exchange the blood pump in question.

Manufacturer narrative:
Exemption number: (B)(4). (B)(4) (importer) is submitting the report on behalf of berlin heart (B)(4) (MFR). The excor blood pump, s/n (B)(4), was used from (B)(6) 2014 to (B)(6) 2014 (118 days). This pump was collected from the site and returned to the MFR for eval. We have reported the production records of the excor blood pump s/n (B)(4). This pump was produced according to our spec and no abnormalities were found in the records. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-site layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The initial visual inspection of the device is suspicious for a defect of the air-side layer of the triple layer, however, eval of the blood pump s/n (B)(4) is still ongoing.